Event description:
Patient had an occlusion. There was written confirmation of the occlusion alarm on the display, but no audible alarm. The patient experienced fluctuating blood glucose levels. The pump and an injection were used to correct the high blood glucose level. The infusion set site was not changed. The patient was not tested for ketones, but said that they were feeling sick. Later their blood glucose level began to fluctuate again. The site was changed. When doing so, it looked as though a small reservoir of insulin may have built up where the cannula attached to the set. The patient had ketones, was drinking liquids, and was given an injection to correct their blood glucose level. Family member confirmed basal rates and time/date on the pump. Family member remarked that they heard no sound when they were priming.